Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope exhibited no image during inspection for use in an unspecified procedure. There were no reports of patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: grip, switch 1, switch 2, adhesive on bending section cover (a-rubber) and connecting tube has foreign objects, charged coupled device - flexible circuit board (ccd-fpc) has corrosion a root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported malfunction no image was due to damaged electrical connector. Additionally, the most probable cause of the malfunction corrosion of the charge-coupled device - flexible circuit board (ccd-fpc) was traced to component failure. However, the probable cause of the malfunction foreign objects on the grip, switch 1, switch 2, adhesive on the bending section cover (a-rubber), and the connecting tube could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.